Event description:
It was reported that a patient experienced an infection and underwent a revision for a poly swap procedure. The following implants were removed and replaced during the revision: eleos tibial hinge , eleos tibial poly spacer, eleos distal femur axial pin. This event will be reported as a serious injury due to revision. This record captures the eleos tibial poly spacer.

Manufacturer narrative:
The patient underwent a revision surgery on (B)(6) 2022 due to an acute deep infection. During the procedure, the surgeon performed irrigation and wound debridement and exchanged the modular components. The surgeon removed and replaced the tibial hinge component, poly spacer, and distal femur axial pin. The patient's original surgery date is unknown, therefore, the product information of the implants that were implanted at the time of the infection is unknown. A review of the work orders and sterilization batch release records could not be completed due to lack of product information. Ultimately, the root cause of the patient's alleged infection was unable to be determined.